Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, reason for device replacement surgery: malfunction, patient preference.

Manufacturer narrative:
This follow-up MDR is created to correct the statement in the previous MDR report, which stated that the device had been received for evaluation. The device was not received for evaluation and was "determined un-necessary" for return. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.